Event description:
A treated arrhythmia episode was stored in device memories. However, no detailed analysis was available for this episode to determine if therapy was appropriate or not.

Event description:
A treated arrhythmia episode was stored in device memories. However, no detailed analysis was available for this episode to determine if therapy was appropriate or not.